Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected as there was a rapid, steady discharge consistent with a device malfunction. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported.